Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was misreported that the patient was a smoker and obese. Comorbidity information is not available. Report source does not include health professional. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that based on the topography of the fracture surface, we can conclude that the implant* was subjected to low and moderate dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp. Over a long period of time the lcp could not resist the applied force which finally led to the material overload and fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression plate was broken postoperatively, which leaded to a revision. Surgery was successfully completed with no reported delay. This is report 1 of 1 for complaint (B)(4).